Manufacturer narrative:
Analysis of historical records: the batch number of the device involved in this event was not disclosed. Please find below the historical records for the two batch numbers potentially involved: - orthofix (B)(4) checked the internal records related to the controls made on the component code 99-187287 lot b1299243 before the market release. No anomalies have been found. The original lot, manufactured in 2019, was comprised of 40 devices. All of them have already been distributed to the market. - orthofix (B)(4) checked the internal records related to the controls made on the component code 99-187287 lot b1235539 before the market release. No anomalies have been found. The original lot, manufactured in 2018, was comprised of 256 devices. All of them have already been distributed to the market. Technical evaluation: a technical evaluation of the device concerned was not possible as the broken tip of the guidewire was left in patient's bone and the remainder of the guidewire was discarded by the hospital. Medical evaluation: the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "This patient completed treatment as planned with only a non significant 7 minute delay". Final comments: a technical evaluation of the device concerned was not possible as the broken tip of the guidewire was left in patient's bone and the remainder of the guidewire was discarded by the hospital. The medical evaluation evidenced that the delay occurred is not clinically significant. Considering the information provided, it is not possible to draw any conclusion in regards to the complained guidewire breakage. Should further information and/or the device concerned become available, orthofix (B)(4) will promptly re-open the investigation on the case. Orthofix (B)(4) continues monitoring the devices on the market. (B)(4).

Event description:
The information provided by the local distributor indicates: product code: 99-187287 (small guidewire d 1.9 mm sterile). Batch number: unknown. Quantity: 1. Hospital name: (B)(6). Surgeon name: (B)(6). Date of initial surgery: (B)(6) 2019. Body part to which device was applied: calcaneus. Surgery description: other, see event description. Patient information: (B)(6) years, male, (B)(6) pounds, 6'ft with arthritis of the subtalar joint. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: "k-wire torqued at notch causing the wire to break during the subtalar fusion. Shorter end up to notch is still located interior of the calcaneus in patient. The case was delayed by 7 minutes with no increase of anesthesia". The complaint report form also indicates: the device failure had adverse effects on patient (un-retrieved device fragments). The initial surgery was not completed with the device. A replacement device of same model was not immediately available to complete surgery (used orthofix 7.5 rival headless screws). The event did not lead to a clinically relevant increase of the surgical time. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-ray images are available. Product is not available for return. Patient current health condition: post-operative recovery. Note and comments: rep was not sure about the batch number for the k-wires so he provided the following: b1299243 or b1235539. On (B)(6) 2019, orthofix (B)(4) received the following additional information: "the patient is stable and the remainder of the device was discarded". Manufacturer reference number: (B)(4). Distributor reference number : (B)(4).